Event description:
Customer reported device = 545 mg/dl. Customer went ot the hospital. Emergency room (ER) device = 118 mg/dl. No treatment. A request was made for return product adn replacement product was sent.